Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 331 mg/dl. The customer went to the emergency room (ER) for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids and the healthcare provider adjusted the pump personal profile setting. After 2.5 hours, the customer left the ER in stable condition with a bg of 119 mg/dl. The customer thought that changes in physical activity may have caused the elevated bg; however, was not sure.